Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2017, a gore® dryseal sheath with hydrophilic coating (dsl2228j/15511711) was used as part of a thoracic endovascular aortic repair. During the procedure, a gore® tag® thoracic endoprosthesis was advanced and implanted as planned. However, upon removal of the sheath, a dissection was reportedly identified in the right common iliac artery (rcia; diameter unknown). Additionally, the access vessel was reportedly ruptured. A bare metal stent and an artificial blood vessel were implanted to repair the dissection and rupture. The patient tolerated the procedure.